Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection remains unknown.

Event description:
When attempting to convert to the ablation catheter, the ablation catheter could not be advanced into the descending aorta. Initially, an attempt to exchange a long sheath over a long wire was done but the wire could not be advanced. Contrast injection was done showing a retrograde dissection without any contrast extravasation. Further attempts to advance were deferred and converted to a transseptal approach. No treatment, resolved without sequela. "Ae rel to additional device: not related ae rel to device under study: ae rel to implant procedure: ae related to covid: not related event description: other event description- other, spec: retrograde dissection. Ae event details: when attempting to convert to the ablation catheter but was unable to advance the ablation catheter into the descending aorta. Initially attempted to exchange for a long sheath over a long wire but could no advance wire. A contrast injection was done showing a retrograde dissection without any contrast extracasation. Given finding, further attempts to advance were deferred and converted to a transseptal approach. Clinical study name: crd_1054 - abbott vt pas study. Clinical study patient ID: (B)(6), patient number: (B)(6).